Manufacturer narrative:
The device estimate was rejected by the customer and was returned unrepaired.

Event description:
The manufacturer received information alleging a remote alarm did not alarm. There was no report of patient harm or injury. The device was evaluated by the manufacturer's service center. The customer's complaint was confirmed. The technician found the pca to be faulty. The device was returned to the customer unrepaired.